Manufacturer narrative:
The customer indicated the device were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. Product labeling for this device states: "remove caps when required and secure connections." This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently, blood loss was noted. The tubing sets were being used to deliver unspecified medications and for collections of blood samples. It was reported that the male adapters of either unspecified primary tubing sets, 10ml flush syringes, or blood transfer adapter devices were connected to the removable clave ports of the tubing sets. The secure lock male adapters of the tubing sets were connected to the pts' access sites. After unspecified lengths of time in use, unspecified volumes of solution and drops of blood leaked from the luer connections of the removable clave ports and the winged female adapters of the tubing sets. The tubing sets were either replaced or the luer connections were tightened and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.